Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Absent the device lot number, manufacture date cannot be determined. Strips not available for return.

Event description:
Caller reported advantage system blood glucose results of 13 mg/dl and 480 mg/dl within 10 minutes. After she took her first reading of 13 mg/dl, she immediately took metformin. Customer stated that she had no symptoms at the time. No adverse event was reported. Strips are not available for return, replacement sent.